Manufacturer narrative:
Image review: the procedural images were reviewed for this event. The images show the lesion with stenosis visible in the celiac vessel and the pre-dilation attempt before the attempted delivery of the racer otw 7x12mm stent. The images also show the dislodged stent after it has dislodged from the balloon. The images appear to show the proximal section of the stent to be damaged/flared. The images then show the racer stent (6x12x80) being implanted in the vessel. The images do not show how the stent dislodged. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician intended to implant a racer otw stent. There were no abnormalities noted during preparation of the device and inspection prior to use. The target lesion was a celiac vessel and exhibited 90% stenosis. Lesion pre-dilation was performed. It was reported that the physician attempted to pull the undeployed stent back into the guide catheter /sheath in the right common femoral artery. The racer stent came off the balloon when withdrawing the device. It was removed with a snare. The procedure was successfully completed using another racer stent (6x12x80). No further patient complications reported.